Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted coldness has a significant impact on the reagent and the likelihood of obtaining high results.

Event description:
The field application specialist reported the customer received a questionable tina-quant hemoglobin a1c gen.2 (hba1c) result for one patient sample. The initial result was 15.73% and was reported outside the laboratory. The doctor questioned the result and the sample was repeated with a result of 5.2% the repeat result was believed to be correct. The patient was not treated based on the result and was not adversely affected. The hba1c reagent lot number was 68736201 with an expiration date of 11/30/2014. The field application specialist believed this was a sample specific issue. The field service representative believed there was an issue with the patient sample. He checked the integrity of instrument including the photometer and sampling. All systems checked out within specification. He ran precision with results within specification. The field application specialist did a separate review of instrument, patient and control results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.